Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the battery indicator light on the external pulse generator turned off and on when the battery voltage was 8.74 volts and a patient was connected. The patient was found asystolic and cardiopulmonary resuscitation was started. It was noted in the call to technical services that the patient was not asystolic for more than 30 seconds and that the low battery indicator light was intermittent and would come on and go off but the device really never shut down. A new generator was obtained, connected and the patient recovered without complications. The generator was returned for service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device found the device functioned according to specification. Analysis was unable to confirm that there was an issue with the battery indicator light. Testing found the battery returned with the device measured 6.9 volts (no load) and low-battery indication for this device is 7.2 volts nominal and therefore may have been too depleted to operate the device as expected. Analysis also found that the ring cover and one bail cover were broken and that the ring was missing, which are not applicable to the complaint. (B)(4).

Event description:
It was reported that the battery indicator light on the external pulse generator turned off and on when the battery voltage was 8.74 volts and a patient was connected. The patient was found asystolic and cardiopulmonary resuscitation was started. It was noted in the call to technical services that the patient was not asystolic for more than 30 seconds and that the low battery indicator light was intermittent and would come on and go off but the device really never shut down. A new generator was obtained, connected and the patient recovered without complications. The generator was returned for service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.